Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. After implant the patient refused dilations to treat dysphagia. Uneventful device explant due to moderate dysphagia on (B)(6) 2016. Linx device found in the correct position/geometry. Dysphagia reported as resolved after device explant.

Manufacturer narrative:
Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. After implant the patient refused dilations to treat dysphagia. Uneventful device explant due to moderate dysphagia on (B)(6) 2016. Linx device found in the correct position/geometry. Dysphagia reported as resolved after device explant.

Manufacturer narrative:
Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined. Follow up #2 update/correction to include a prescription of valium and dilation performed prior to device removal. Update to include an egd and barium swallow exam performed prior to device removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Patient experienced some dysphagia as of an appointment on (B)(6) 2016 and was prescribed valium. A pneumatic dilation was performed on (B)(6) 2016 with some relief; dysphagia was back by (B)(6) 2016. After implant the patient refused further dilations to treat dysphagia. Uneventful device explant due to moderate dysphagia on (B)(6) 2016. Linx device found in the correct position/geometry. Dysphagia reported as resolved after device explant.